Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "pain, cyst with debris, fluid and swelling." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "breast pain, implants did not drop and are sitting high on chest, lump, cyst with debris, fluid and swelling" on an unknown side. Seroma was treated with aspiration, guided by ultrasound. Device remains implanted. This record is for the left side.